Manufacturer narrative:
Concomitant medical products: angiographic catheter, unknown make or model; 12 mm dilation balloon, unknown make or model; 14 mm dilation balloon, unknown make or model. Investigation evaluation: our evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. The coil spring is still attached to the distal end of the wire guide. The wire guide is kinked approximately 3.2 cm from the distal end. The 1 cm - 20 cm wire guide markings appear to be stained yellow. The wire guide coating appears to have rubbed against something between 1.0 cm - 1.5 cm from the distal end and around the 20 cm, 24 cm, and 25 cm marks. The wire guide feels rough approximately 20.3 cm from the distal end. From approximately 26.6 cm - 27.0 cm from the distal end is a section of bare core wire. The wire guide feels rough with a few kinks between 225 cm and 248 cm. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use instruct the user to do the following: "prior to removing wire guide from holder, flush with 30 cc of sterile water." Failure to flush the wire guide can result in damage to the wire guide. The instructions for use instruct the user to do the following: "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first. Note: for best results, wire guide should be kept wet, if applicable." Failure to flush the endoscope channel can result in damage to the wire guide. The instructions for use precaution the user that this product is not compatible with metal tip devices. "Use of this wire guide with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide." The reported observation can occur if the wire guide was used with an incompatible accessory device. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. According to the report, it was difficult for the user to withdraw the wire guide from the balloon catheter. Prior to distribution, all acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
On (B)(6) 2016, the following was reported to cook: during an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat calibrated tip wire guide. The user used a 14 mm balloon to dilate successfully. Then the wire guide could not withdraw from the balloon catheter. Eventually, the user withdrew the balloon and wire guide from biopsy channel. The wire guide was found broken at the 25 cm part [coating damage]. The faulty device was replaced with a new device to finish the procedure. On (B)(6) 2016, we received the following corrected description: during the ercp, the user used an angiographic catheter to cannulate successfully instead of using a cook sphincterotome and cook acrobat wire guide. They then used a 12 mm and 14 mm biliary dilation balloon to dilate the biliary tract. The user used the 14 mm balloon to dilate successfully. Then, the wire guide could not withdraw from the balloon catheter. Eventually, the user withdrew the balloon and wire guide from biopsy channel. The wire guide was found broken at 25 cm part [coating damage]. The faulty device was replaced with a new device to finish the procedure.

Manufacturer narrative:
Concomitant products: cook tri-tome pc triple lumen sphincterotome, tri-25m; 14 mm dilation balloon, unknown make or model. Investigation evaluation: our evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. The coil spring is still attached to the distal end of the wire guide. The wire guide is kinked approximately 3.2 cm from the distal end. The 1 cm - 20 cm wire guide markings appear to be stained yellow. The wire guide coating appears to have rubbed against something between 1.0 cm - 1.5 cm from the distal end and around the 20 cm, 24 cm, and 25 cm marks. The wire guide feels rough approximately 20.3 cm from the distal end. From approximately 26.6 cm - 27.0 cm from the distal end is a section of bare core wire. The wire guide feels rough with a few kinks between 225 cm and 248 cm. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use instruct the user to do the following: "prior to removing wire guide from holder, flush with 30 cc of sterile water." Failure to flush the wire guide can result in damage to the wire guide. The instructions for use instruct the user to do the following: "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first. Note: for best results, wire guide should be kept wet, if applicable." Failure to flush the endoscope channel can result in damage to the wire guide. The instructions for use precaution the user that this product is not compatible with metal tip devices. "Use of this wire guide with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide." The reported observation can occur if the wire guide was used with an incompatible accessory device. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. According to the report, it was difficult for the user to withdraw the wire guide from the balloon catheter. Prior to distribution, all acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat calibrated tip wire guide. The user used a 14 mm balloon to dilate successfully. Then the wire guide could not withdraw from the balloon catheter. Eventually, the user withdrew the balloon and wire guide from biopsy channel. The wire guide was found broken at the 25 cm part [coating damage]. The faulty device was replaced with a new device to finish the procedure.